Event description:
Caller states the patient tested greater than 8.0 inr on the coaguchek s system and 5.8 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.